Event description:
On (B)(6) 2026, it was reported that the cannula contained a suspected blood residue, observed as a dried red liquid present along approximately half of the cannula length.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration number.reporting site: 8021545.manufacturing site: 3003442380.